Event description:
Mother of home pt (hp) reports switching new bag to already spiked line of homechoice set, while troubleshooting an alarm situation during automated peritoneal dialysis treatment. Mother of hp was advised to call unit as pt's treatment was continued. Rn reports no pt injury or medical intervention as a result of incident.